Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine procedure due to a device upgrade. It was noted during the procedure that the guidewire was stuck in the left ventricular (lv) lead and attempts to remove the wire resulted in the proximal connector pin being pulled out of the lead. A kink in the guidewire stuck in the inner coil of the lead was suspected. The lead was not installed. The system was upgraded with plans to place a new lv lead at a later date. The patient was stable before and after procedure.

Manufacturer narrative:
The reported events were confirmed. A complete lead was returned in one piece with a stylet stuck inside the lead. The cause of the reported event of difficulty removing the stylet from the left ventricular lead was isolated to the bunching of the stripped stylet, polytetrafluoroethylene (ptfe) coating and inner coil. The connector pin and crimp sleeve were found pulled out of the connector assembly consistent with excessive force and isolated to procedural damage. Abbott is continuing to monitor this issue.